Event description:
It was reported that the patient experienced cardiac arrest between 4-6 seconds, and had a "feeling of unwellness". The doctor changed lead polarity to unipolar, but cardiac arrest was found again. The doctor suspected a lead fracture, but an x-ray did not reveal a fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.